Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2011; 0155 boston scientific competitor lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.